Event description:
During the surgery, as below, auto-gas fill constellation would not fill with medical gas, we attempted three times without success. New product was obtain and it worked. This involved a slight delay to the case, but no harm to patient.